Manufacturer narrative:
Serial number: n/a, software version: n/a , color: grey, battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob due to dust/debris under the dose button, on washer and on the dose detent. Unable to perform functional test due to leadscrew anomaly. Inpen received with scratched inpen body.

Event description:
Information received by medtronic indicated that the insulin pen screw retract when dialing. Customer also reported that insulin pen gave less dose then actual dose, screw was pulling back into the insulin pen. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.